Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side "hole in product". The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side "hole in product". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion and air voids in the gel. Cloudy in the gel observed after autoclave cycle. The device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.